Manufacturer narrative:
It is unknown if the affected device will be returned for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The item was used on a surgery karl storz 26870ufs: monopolar dissect l shaped electrode short, resulting in a patient injury.